Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. It should be noted that another insert from the same lot was successfully implanted.

Event description:
When impacted the tibial insert would not seat properly into the tibial tray.